Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. 1 event was reported for this quarter. 1 device received for evaluation; a hair in the open pack was confirmed. No further evaluation was possible as the pack was already opened and its not possible to determine when the hair entered the pack. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes malfunction event in which a hair was observed in the sterile packaging. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. The device ids in this report were cited as eqj. Eqj does not correlate with the product code gfa in the original acceptance letter. The product code for these devices were returned to gfa to align to the product code in the original acceptance letter and reported under report number 0001811755-2017-01979.

Event description:
This report summarizes 1 malfunction event in which a hair was observed in the sterile packaging. There was no patient involvement; no patient impact.